Event description:
It was reported that the battery connectors are not working and there is no power on the personal alarm loud model 8202l. No pt injury reported. Inspection shows that the alarm had intermittent power.

Manufacturer narrative:
(Other) - alarm has no power, labeled. Evaluation results: there is no alarm tone, and the alarm has intermittent power. Conclusions: no conclusion can be drawn.